Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room following multiple shocks from the implantable cardioverter defibrillator. Upon review, the device exhibited inappropriate high voltage shocks for a supraventricular tachycardia. The device was reprogrammed.